Event description:
It was reported that the device was explanted approx after implant duration of 43 months, due to unknown reasons. No further details were provided. Information learned from implant pt registry.

Manufacturer narrative:
Device not returned.